Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 509 mg/dl at the time of incident and the current blood glucose of the patient is 109 mg/dl. Customer treated with manual injection. Customer does not allege pump was under delivering. Customer stated that the drive support cap appears normal. Troubleshooting was performed. Customer was assisted with performing the high pressure test and it was passed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. (B)(4).